Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: this is another crossfire 2 that we received as a replacement for an original box that was part of the placement agreement for (B)(6) medical center. The attached video shows the console is arcing and you can smell burning electronic smell coming from box and hear popping. Can you send a replacement and process an RMA for us to send this unit back. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the rf board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.